Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open on station mbms6aes. Tried to reboot and recover the drawer, but the issue persisted. Customer requested to replace the return bin, as the cover was damaged and no longer attached to the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) found that the full height cubie drawer was not sensing the closed position and discovered that the magnet had fallen off the latch inseparable. The full height cubie drawer latch inseparable was replaced, and the drawer was tested and successfully recovered from the failure. The system functioned as intended after the field service engineer repaired the device.